Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. On (B)(6) 2016 physician diagnosed the patient with anemia due to blood loss during the procedure. On (B)(6) 2016 the patient experienced chest pain and had a myocardial infarction (mi). The patient was treated for the mi and recovered.